Manufacturer narrative:
This device is currently still under investigation and testing at out facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a surgical procedure for a base of tongue reduction, the metal probe on the hand piece used with this generator caused a superficial skin tear on the pt's lip the procedure was completed without any other issues.